Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed to open. A field service engineer (fse) opened the back panel and found that a ball bearing had fallen and part of the slide rail bearing cage was broken off. The fse removed the broken bearing cage, closed the drawer, and shut down the device. The fse then released the drawer (aux drawer 5), opened it to remove the broken slide rail (left), and installed a new rail. After reseating the drawer and rebooting the station, the fse logged into the station app and opened the drawer through the device settings to test the slide rail function. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer is not opening due to a loose slide rail. The customer stated that there was no delay, but the malfunction occurred when the user tried to issue medication to the patient. There were no adverse events or injuries reported due to this event.